Manufacturer narrative:
Citation: l. H. De castro-afonso, g. S. Nakiri, r. S. Oliveira, et al. "Curative embolization of pediatric intracranial arteriovenous malformations using onyx: the role of new embolization techniques on patient outcomes." Neuroradiology (2016) 58:585¿594. Doi 10.1 007/s00234-016-1666-1. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use and the event cause was unknown. Information received from the same report as MFR: 2029214-2016-00499, 2029214-2016-00501.

Event description:
Medtronic received information through literature review this patient had simultaneous ventricular parenchymal, and subarachnoid hemorrhages during arteriovenous malformation (avm) embolization with onyx. The hemorrhages were managed by ventricular drainage. The patient was discharged after 7 days presenting hemiparesis (mrs=4), and after 6 months, the patient had improvement of the hemiparesis and was independent (mrs=2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.